Event description:
In 2009, the lay-user/pt contacted lifescan alleging that a one touch ultra meter had read inaccurately erratic. The pt indicated that the alleged meter issue started on an unspecified date towards the beginning of the same month, during the morning time. The pt reported blood glucose results of "151, 170, and 155 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <=20% and/or <= 20 mg/dl. According to the pt, she claimed that she developed symptoms of shakiness and trembling after and more specifically "around the same time" the alleged meter issue began. Two days prior to original date, the pt claimed that she had a doctor's visit because of the alleged issue. The pt's doctor reportedly increased an unidentified medication. She denied that her blood glucose was tested on another device during the time of concern. It would have been helpful to know the following information: the pt's testing frequency, her medication and diabetes management regimens, what date/time the reported results were obtained, what date/time the results were obtained, what date/time the symptoms developed, and what meter readings (if any) the pt obtained before, during and after the symptoms started. In addition, it would have been helpful to know what actions the pt took before and after the symptoms developed, if the pt was symptomatic during the doctor's visit, and what medication was increased. The pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from her fingers but was not cleaning the puncture sites correctly. She did not have control solution to perform a quality control test. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.